Event description:
In early 2009- patient underwent open rlq incisional hernia repair with collamend implant. Wound was closed. The following month - patient went for follow-up appointment with surgeon where a wound dehiscence was noted, collamend was visible through the dehiscence. Purulent drainage noted. Patient admitted to the hospital for antibiotics (ancef and bactrim) prior to surgery the following day. The next day - patient underwent collamend explant, wound vac placed. Intra-operative cultures confirmed a wound infection. Culture grew staph aureus, klebsiella, mssa, group b strep. Two days later - wound vac d/c'd and dressing care changed to wet to dry sterile dressings. Patient discharged from hospital.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.